Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had particulate matter contamination in the primary packaging. The contamination was further described as, ¿within the primary packaging of the valve sets, large traces of an oily liquid (lubricant) can be seen, which presumably leaked from the lubrication of the valves¿ and ¿some of the residues are also found in the inner corners of the primary packaging¿. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.